Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii limb etlw1616c124ee  was intended to be implanted as part of the endovascular treatment of a 60mm aaa.  It was reported that during the index procedure, that the delivery system got kinked when inserted into the patient. This stent graft was then removed and replaced with a new limb.  It was reported per the physician the cause of the deformation was anatomy and the tortuous iliac arteries.  No additional clinical sequalae were provided and the patient is fine.